Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product cannot be shipped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted device not returning.

Event description:
It was reported that after opening the box of pulsavac the technician was faced with a damaged product which had black rubble/crumbly material. The sterile pack was intact and contains were unusable, and the event occurred during surgery of bone debridement. An alternate had to be retrieved and the surgeon used a conventional method (irrigation using a syringe) instead. Per the information received, the debridement was not performed well due to the absence of the pulsvac device. So it caused 20 min delay. No patient complication. No adverse events were reported as a result fo this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, PMA/510k, if follow-up, what type, device manufacture date. Investigation summary: review of the device history record for 00515047500, lot number: z000005732, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. However, the photos provided by the customer show that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The root cause of the reported event is a short circuit of the unit. However, the source of this short circuit could not be determined due to the extent of the damage of this unit. An evaluation was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. This complaint is further addressed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.